Manufacturer narrative:
The stm noted that the customer uses third party batteries and would replace them prior to releasing the iabp unit for clinical use. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use pending the batteries being replaced. The stm later verified that the customer had replaced the batteries and returned the iabp unit to clinical use. The initial reporter named in block e1 is a getinge employee whose contact details are: telephone number (B)(6), email address (B)(6); which differs from that of the event site.

Event description:
It was reported that during a previously scheduled service visit performed by a getinge service territory manager (stm), while testing the iabp unit, the battery for the cs300 intra-aortic balloon pump (iabp) failed the battery runtime test. There was no patient involved and no adverse event was reported.

Event description:
It was reported that during a previously scheduled service visit performed by a getinge service territory manager (stm), while testing the iabp unit, the battery for the cs300 intra-aortic balloon pump (iabp) failed the battery runtime test. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.